Event description:
It was reported that the pt never had therapeutic effect. The pt had pain over the lead wire site and also experienced the following symptoms: "chills, cough, and lymph node pain." The symptoms occurred following the device implantation. The pt also had stimulation in the wrong location, following reprogramming. The stimulation was felt in the stomach and arm, instead of in the pt's back. The pt was unable to program the device to provide adequate stimulation to the back. It was further reported that the pt experienced a shocking or jolting sensation. When the stimulator was turned on, the pt "felt terrible pain in lower back". The device was turned off and the pain remained. The pt was taken to the emergency room and treated with morphine. There was "fluid" around the ins, per the pt. A seroma was found at both of the pt's incision sites. The pt was treated at the emergency room. An erosion at the wound site was also noted. No specific details were provided for these issues. Per the pt, a CT scan showed good lead placement. No further details or pt outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).